Manufacturer narrative:
(B)(4). Device evaluation: the intraocular lens remains implanted; therefore, not available for investigation. The customer's reported event could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing process was evaluated and the lenses were manufactured within specifications. The units were released according to specification. There was no associated deviation or non-conformity report found in the manufacturing record review related to the complaint. The units were released according specification in compliance with the product intended use as required. The manufacturing results for diopter of the lens was found within specifications. A search on complaints revealed no additional complaints for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lenses. Based on the results of the investigation, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a patient that he had an intraocular lens (iol) implant in his left eye (B)(6) 2014 patient reports he immediately saw a larger image in his left eye. Also reported he is less confident in descending stairs, and feels that depth perception is less acute. He stated that implants only are available in 0.5 diopter increments and commented why the lenses do not come in the same increments. Patient states he was a helicopter pilot for 25+ years, and takes vision seriously, and at (B)(6), states he see problems with my prescriptions. Further information was provided by the patient. The patient does now have minor cataract in their right eye and is considering an implant in that eye in hopes that it can also counteract some of his current issues. Overall, the patient does not feel their depth perception and seeing larger images with their left eye greatly affects their daily activities. He is able to see distance vision very well, just having issues and struggle with his nearer/close up vision and when trying to walk/navigate through altering terrain, like descending stairs or around objects or clothes laying on the floor. Patient said he did not have this issue, or did not notice it, while the cataract was still in his left eye, as vision was obscured by the cataract, but once the cataract was removed, the issue really exposed itself and reported it was due to part of the membrane covering the retina is detached, or slightly separated, thus causing the images to be distorted. Once again, he did not know if this issue was present before the procedure and was just hidden or if it was a result of the procedure. No intervention or other surgeries were indicated. No further information was provided.

Manufacturer narrative:
Additional info: additional information was received and it was learnt that the patient consulted a retinal surgeon regarding his left eye. The retinal surgeon revealed that the cataract procedure was very well done. However the patient is disappointed with the visual acuity at infinity; when he looks at stars and planets, they are blurred. Therefore (B)(4) was added. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.